Event description:
During a tonsillectomy procedure, 5 blades were used during the procedure. After, initial cut, the blades would no longer work on varible, received a continuous tone. Hospital tried to retighten them and trying a different handle but neither work. There was no patient consequence.